Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2017-02021 and 3005099803-2017-02023 address both rx cytology brush. It was reported to boston scientific corporation that two rx cytology brushes were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the wire inside the catheter broke into two pieces while the brush was inside the plastic sheath. As a result they were unable to get the brush to extend and retract. Nothing detached inside the biliary duct. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.